Event description:
Paramedics responded to a person down for approx 15 minutes. The device was connected to the pt with disposable defibrillation/ECG electrodes. According to the reporter, the device alarmed "connect electrodes" or "connect cable" when the analyze button was pressed. The device was swapped out with another device at the scene and used but the pt was not resuscitated. There were no reports of any adverse affects to the pt as a result of the reported incident.